Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, describing the system as aggressive and subsequently discontinuing use in favor of multiple daily injections; the user had been trained and had also encountered supply issues. Symptoms included shakiness, heart palpitations, and nausea associated with low and high glucose readings, with reported values ranging from 64 mg/dl to 300 mg/dl and durations out of range up to several hours; the user treated with gummies and juice, and the ilet alerted to high and low glucose. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included a review of the reported hyperglycemia and hypoglycemia events, device use history as described by the user, and assessment for product performance concerns related to therapy aggressiveness and supplies. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no specific device malfunction identified, and that user preference to return to injections and supply challenges contributed to discontinuation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.